Event description:
The patient¿s mother reported receiving an emergency call from paramedics on (B)(6) 2026 who found the patient unconscious in a gas station bathroom 4.5 hours away from home. The patient¿s blood glucose level had dropped dangerously low, and the omnipod insulin pump continued to deliver insulin despite their low glucose level, preventing emergency responders from raising their blood sugar. The paramedics had to remove the pod to stabilize the patient. The patient reportedly had the pump in activity mode, however their dexcom sensor was not working, and when they tried to change it, their phone would not allow them to switch out of automated mode to manual mode until they powered it off and powered it back on. When the patient noticed their blood sugar was dropping, they had three sodas, which temporarily brought their levels up, but then came back down again, and the patient lost consciousness and paramedics responded. The patient stated they believed their blood glucose level was in the 50¿s mg/dl range. The patient was diagnosed with hypoglycemia. The patient was treated with "something¿ administered via intravenous, oral glucose and lunch. The patient spent a few hours in the emergency room before being released that same day.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_android omnipod software app version: 3.1.6 operating system: bp2a.250605.031.a3.s921usqs5czd2 hardware: sm-s921u cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.